Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip pick up position k0 was out of calibration and did not pick up the tips properly. Positions k0 through k5 were recalibrated and the x-arm and z-arm alignment was checked. The instrument was cleaned, inspected, tested without further problem, and returned to service.